Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.

Manufacturer narrative:
Follow-up report - additional information ((B)(4) 2016): device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The u9, u10, and u18 processors were thermally damaged on the defibrillator pca. The t3 transformer on the defibrillator pca was physically damaged. The cause for the damage was isolated to high-voltage damaging low-voltage circuitry. The root cause for the high-voltage damage to the low-voltage circuitry could not be determined. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.